Event description:
The customer reported that the central monitor was prompting with a inop/error message related to a patient conflict. The customer further reported that the patient expired and had not yet been discharged from the central monitoring system.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
As it was reported a patient expired the event was deemed reportable. However, additional information was received indicating that the philips device was not involved in the patient death. It was reported that the central monitor was prompting with a inop/error message related to a patient conflict. The customer further reported that the patient expired and had not yet been discharged from the central monitoring system. Adt data conflicts are presented to the user when they occur with options for resolving the data conflict. The user is prompted to make a selection and an icon appears to alert the user to the issue. Product labeling adequately describes data conflict behavior and alarming continues during a conflict. A yellow alarm at the intellivue patient monitor is issued periodically if the conflict message is not addressed by the clinician. The philips device did not cause or contribute to the patient death; therefore, this is not a reportable event. A philips field service engineer (fse) was dispatched for onsite service. The tc identified an auto admit discharge transfer (adt) issue. The deceased patient needed to be discharged, but remained in the pic ix. The tc sent an a03 message manually to get the patient discharged and resolve the issue.

Event description:
The customer reported that the central monitor was prompting with a inop/error message related to a patient conflict with the patient information center ix (pic ix). The customer further reported that the patient expired and had not yet been discharged from the central monitoring system. Additional information was received indicating that the philips device was not involved in the patient death.